Manufacturer narrative:
Two lot numbers were provided, and lot history reviews were performed. No devices were returned for all four malfunctions. Three x-rays and an electronic photo were provided. The investigation is inconclusive for material deformation, for all four malfunctions. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model 1708160 pp ti isp 8cf with suture plugs - bumpless - intermediate kit experienced material deformation. These reports were received from various sources. Of the five events, all involved patients with no reported injuries. The patients ranged from 38 to 77 years of age and weight was not provided. Of the reported patients, one was male, three were female. The 1708160 pp ti isp 8cf with suture plugs - bumpless - intermediate kits were not returned for direct examination, but x-ray images were provided.

Manufacturer narrative:
For the reported event, the 1708160 pp ti isp 8cf with suture plugs - bumpless - intermediate kit were not returned for direct examination, but an x-ray image was provided. The photo is currently under investigation. Acrum.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model 1708160 pp ti isp 8cf with suture plugs - bumpless - intermediate kit experienced material deformation. These reports were received from various sources. Of the five events, all involved patients with no reported injuries. The patients ranged from 38 to 77 years of age and weight was not provided. Of the reported patients, two were male and two were female. The 1708160 pp ti isp 8cf with suture plugs - bumpless - intermediate kits were not returned for direct examination, but an x-ray image was provided. The photo is currently under investigation.